Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having low blood glucose of 32 mg/dl. Customer treated low blood glucose with juice. Customer had been waking up with low blood glucose for months. Customer did not go to the hospital. During troubleshooting, it was noted that there was more insulin in reservoir that what was showing on status screen. Customer was advised to contact healthcare professional to check settings.